Manufacturer narrative:
The technician found the head end brake caster failing to lock the tire rotation. Technician adjusted the brake caster to resolve the issue.

Event description:
Technician alleged that the brake would set but not hold. No pt impact.